Event description:
It was reported that this right ventricular (rv) lead exhibited noise on stored ventricular episodes. Technical services (ts) suspected this was due to the age of the lead as pace impedance measurements are in range but starting to show a few dips below recent average from mid 500 ohms to low 500 ohms. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.